Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2017 during which the surgeon noted ¿performed laparoscoptic enterolysis for about an hour to remove adhesions from plaintiff¿s midline area, bowel and anterior abdominal wall. The hernia compressed an old piece of mesh which had a small hole in the middle of it and was bulging up from its edges.¿ it was reported that the patient experienced severe pain, hernia recurrence, adhesions, scarring, mesh migration, nausea, diarrhea, chills, inflammation and loss of appetite. Other procedure is captured under separate file. No additional information is provided.